Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, the plunger also brought into the anterior chamber a residue of silicone, a kind of small, almost transparent light tube. The physician immediately noticed this and removed it from the eye without any consequences for the patient. Additional information has been requested. Additional information received and stated that, problem noticed during the iol implantation in the chamber.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).